Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "(B)(6), 2004 had a hip replacement and it was wonderful. Approx 1 year later, the hip began squeaking and has been getting louder and louder. It has begun getting so loud that it is audible to the outside public. Now it is grinding, crunching and pops. Over the last 3-4 months, it has become painful and is getting increasingly worse. Pt is concerned if there are any recalls on her implants."